Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that during functional testing, the device displayed a red "x" indicator and inappropriately shut down. Complaint indicated that there was no patient involvement in the reported malfunction.